Event description:
Event description boston scientific, crm received information that this patient presented to the hospital with syncope. The patient is pacer dependent and it was reported that loss of pacing output and loss of capture occured in the right ventricle (rv). Noise was also noted when pocket manipulation was performed. The device is part of the insignia failure mode 2 advisory population, as described in the physician communication on september 22, 2005. The pacemaker was explanted, and the rv lead was capped and abandoned surgically. No clear issue was apparent with this rv lead during the procedure. A new pacemaker and rv lead were successfully implanted during the procedure. The pacemaker will be returned for analysis.